Event description:
A patient with brain disease, ischemic heart disease, and abdominal operation, underwent aaa repair on (B) (6) 2010. The patient's anatomical form was suitable for endovascular repair. The procedure was conducted as labeled. Final angiography revealed a type iii endoleak from suture holes at the junction of the contralateral iliac leg, thus the physician ballooned the leak using another manufacturer's balloon catheter, but still remained, and another type iii endoleak was confirmed at the junction of the ipsilateral iliac leg. Thus the physician ballooned it as well using a pta balloon catheter, but it still remained. Then, a suspected type iii endoleak from suture holes of the mainbody was confirmed by angiography. The physician administered protamine and waited for approx 40 min, but the leak remained the same. He decided not to perform any other procedure and take a wait-and-see approach. On (B) (6) 2010, at the follow-up, it was confirmed all endoleaks were gone. Type ii endoleak was newly confirmed and a wait-and-see approach was taken.

Manufacturer narrative:
(B) (4). Event evaluation: still under investigation.